Manufacturer narrative:
Follow-up # 2 ¿ (6/11/2013)the patient's meter has been returned and evaluated by lifescan product analysis on 1/30/2013 and 5/28/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2, 3, 4, and 5 message. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(6) 2013)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the reported issue could not be reproduced. Unrelated to the primary issue, the control solution results were outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(6), alleging an unusual issue, the meter powered on and off upon strip removal. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.